Manufacturer narrative:
Consumer stated they received two false negative results using two separate inteliswab devices. Refer to MDR#: 3004142665-2023-00002 for the other false negative submission. Oti consumer support made 3 phone call attempts to gather more information about this complaint on 12/28/2022, 1/5/2023, and 1/13/2023. The consumer was unable to be contacted and a voicemail was left each attempt. The consumer has not responded to date. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer submitted the following using the inteliswab.com contact form submission feature on (B)(6) 2022. Oti will make 3 contact attempts for more information regarding the false negative results. It is unknown if the inteliswab devices malfunctioned as the consumer only took another rapid test and did not state if a pcr test was taken to confirm the false negative results. "Hi, I have concerns over the accuracy of the test results. I took this test when I started developing covid symptoms and it showed a negative result. I went about my day thinking I maybe have a flu. Few days passed and I noticed that I'm losing my sense of taste. So, I took another test using another brand (ihealth) and it showed positive. I then took your test again and it's still showing negative. This discrepancy is very concerning. The lot number of the one I used is cd220188. Please advise. Thank you."

Event description:
Consumer submitted the following using the inteliswab.com contact form submission feature on 12/25/2022. Oti will make 3 contact attempts for more information regarding the false negative results. It is unknown if the inteliswab devices malfunctioned as the consumer only took another rapid test and did not state if a pcr test was taken to confirm the false negative results. "Hi, I have concerns over the accuracy of the test results. I took this test when I started developing covid symptoms and it showed a negative result. I went about my day thinking I maybe have a flu. Few days passed and I noticed that I'm losing my sense of taste. So, I took another test using another brand (ihealth) and it showed positive. I then took your test again and it's still showing negative. This discrepancy is very concerning. The lot number of the one I used is cd220188. Please advise. Thank you."

Manufacturer narrative:
Consumer stated they received two false negative results using two separate inteliswab devices. Refer to MDR # 3004142665-2023-00002 for the other false negative submission.